Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken at the front left corner, the bottom case was cracked at the front left corner, the plunger tube was bent down, the right plunger case was cracked, and the left plunger case was cracked at the screw boss. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. White teflon flakes were found on worm coupling facets which is causing the motor rate error intermittently. The root cause of the problem was related to the design. Replaced the teflon washers with the delrin washer, also replaced the old style motor bracket, worm gear, leadscrew and clutch halves for preventive. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.